Event description:
It was reported, the device was expanding and there was a film on the neurostimulator. It was logged the returned package contained a. Neurostimulator additional information reported there was a defect report from a physician, stating that a replaced device was found in an inflated state and the product would be shipped to the analysis center. Further information received reported that in (B)(6) 2013, the patient programmer stopped responding, and the device was implanted 14 years prior so a battery replacement was scheduled. It was logged that surgery to replace the neurostimulator was performed on (B)(6) 2013. It was reported the neurostimulator insulator seemed as if it¿s inner side (opposite to the skin) had melted. It was reported there was fluid retention in the insulator. It was reported, the neurostimulator had inflated, and when the device was removed, the inflation was obvious, "which increased after autoclave sterilization." It was reported that part of the extension coating was missing. It was then noted there were no health hazards to the patient. It was reported the "tissue within the pocket that contained the neurostimulator was in the state resembling a sea urchin (possibly melted?)". It was logged the fluid retention detected in the insulator housing the neurostimulator was not blood but a liver brown liquid with low viscosity.

Manufacturer narrative:
Analysis of the extension found a ¿breached depression¿ was ¿observed on the outer insulation" on either side where it had been segmented.

Event description:
Additional information reported there were no diagnostics performed on the device and the cause of the neurostimulator(ipg) insulator having melted and fluid retention in it was not determined. It was noted the abnormal findings of the tissue around the ipg was found to be granuloma, not infection. It was logged that the patient was receiving effective therapy with the new device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the neurostimulator (B)(4) found the ins battery was extremely expanded. It was logged the titanium can and weld were intact with no evidence of a breach in the titanium can. It was logged there were multiple spots of delamination of the insulation coating. It was then reported there was a cosmetic depression (suspected from abrasion) in the access hole adhesive over the #0 and #1 wires. It was noted the #0 and #3 setscrew grommets were loose.

Manufacturer narrative:
Product ID neu_unknown_ext; product type extension; (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID: 7482, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2014, product type: extension. Product ID: neu_unknown_lead. (B)(4).

Event description:
Additional information received reported that measurement results of lead impedance after connecting to a new implantable pulse generator (ipg) were as follows: 0-c 600 ohm: 15 a 1-c 593 ohm: 15 a 2-c 548 ohm: 15 a 3-c 221 ohm: 39 a 0-1 833 ohm: <(><<)> 15 a 0-2 938 ohm: <(><<)> 15 a 0-3 833 ohm: <(><<)> 15 a 1-2 833 ohm: <(><<)> 15 a 1-3 833 ohm: <(><<)> 15 a 2-3 662 ohm: <(><<)> 15 a stimulation setting: 0 (-), 3 (+) 1.0 v, 60 sec, 50 hz measured impedance: > or = 4,000 ohm, <(><<)> or = 15 a.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that when the extension was replaced, the outer insulation looked damaged. There was some material attached to the extension.